Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and subsequently an empty cartridge alarm occurred. There was no impact to the customer's blood glucose level. Customer reloaded the same cartridge, received an accurate fill estimate, and was able to resume insulin delivery.